Manufacturer narrative:
(B)(4). Investigation summary: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned reload. Visual analysis of the returned sample determined that one ecr60d reload was returned unfired with 5 double driver missing and 2 double drivers out of position, 1 single driver out of position, making the reload non-functional. In addition the reload pan was noted to be partially dislodged from left proximal side. As part of our quality process, the manufacturing records of this batch number were reviewed, and the manufacturing standards were met prior to the release of this batch. This is an analysis for a photo submitted to ethicon endo surgery for evaluation. During the visual analysis, the following was observed: the photo shows a gold cartridge inside a plastic bag with the cartridge pan partially dislodge. Additionally, one tyvek and one label with the lot 105a13 could be seen. Based on the photo review, the event describe was confirmed, however, no conclusion or root cause could be determined. Please refer to the device analysis for full analysis details and conclusion. No conclusion could be reached on what may have caused the reload pan to dislodge.

Event description:
It was reported that during the endoscopic radical resection of colon cancer surgery, before opened the packaging, metal sheet was found to fall off. Changed the new one to complete surgery. There was no patient consequence reported. No additional information can be provided.